Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated and right ventricular lead revision procedure. The right ventricular lead exhibited loss of capture and insulation anomaly. The lead was capped and replaced. No electrical anomalies were noted. No patient symptoms were reported.